Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was duplicated and pulse oximeter module was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "internal comm failed-3301" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unknown "internal comm error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.